Event description:
It was reported that a folfusor lv5 underinfused, leaving more than 20% of the solution in the bladder after the expected infusion time. This occurred during patient infusion of saline and fluorouracil. The reporter stated that the filling technique was not changed for this device prior to the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured from 07/29/2013 to 07/31/2013. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.